Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet system, with the caregiver attributing episodes to corrective insulin being too aggressive and noting fluctuating glucose levels; the caregiver adjusted the cgm target to a usual setting while awaiting clinical follow-up. Symptoms included low blood glucose requiring treatment. Outcomes included recovery to in-range glucose after administration of oral carbohydrates and continued monitoring. Investigation included review of available device data and provision of hypoglycemia education, including the 15 grams every 15 minutes rule, and escalation to clinical support. Investigation of this case revealed no device malfunction reported and suggested glycemic variability with possible insulin dosing sensitivity as perceived by the caregiver. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.